Event description:
The technician reported the bed exit alarm will not sound. The bed was located in 2 north at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the cause was the eternal alarm assembly was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm assembly to resolve the issue. Based on this information, no further action is required.